Event description:
It was reported that during a implant procedure, the neurostimulator set screw never gave the "click" and never tightened against the lead. Another device was implanted. Additional information has been requested.

Manufacturer narrative:
(B)(4).